Event description:
It was reported that during an arthroscopic procedure the surgeon was utilizing a procise xp plasmawand. During the procedure it was noticed that the distal end of the wand had "broke". It is unknown if and how the procedure was completed. Multiple attempts to gain additional information from the reporter were made but were unsuccessful.

Manufacturer narrative:
The patient's age and gender have been requested but not provided. Evaluation summary: the device was received by the manufacturer with excessive electrode wear, however, function testing showed that the device performed properly.